Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and discovered that the probe wipe was leaking. The fse noticed that the secondary mode probe was bent and was causing the leak. The fse realigned the probe and the leak was fixed. The repairs were verified per established procedures. Fluids associated with this event were diluent, blood and clenz. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. The cause of the leak was that the secondary mode probe was bent.

Event description:
A customer contacted beckman coulter inc., (bec), and reported a leak inside the coulter lh 500 hematology analyzer. The volume of the leak was about 1ml and was not contained within the instrument. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the event. There was no biohazard exposure to mucous membranes or open wounds. No one came in contact with the fluid. Medical attention was not sought. There was no death, injury or change to patient treatment.